Event description:
It was reported that the pt was experiencing a lot of pain. The pt had fallen on his right side where the pump was located a couple of days prior. The pt was seen on (B)(6) 2010 and (B)(6) 2010, he did not mention a fall to the doctor and no device issues were noted. At the (B)(6) 2010 visit, the pt complained of increased pain and requested his pump medication be changed to morphine. The pump was refilled with dilaudid. The pt was seen on (B)(6) 2010 and reported that he had fallen backwards the day before. He had bruises all over his body. The complained that the pump was pressing against his ribs and he was having difficulty breathing. A referral was made for a pump replacement/revision to move the pump to the pt's buttocks. The pt has had no relief of pain.

Manufacturer narrative:
(B)(4).